Event description:
The customer states that an architect c8000 potassium assay result of 6.4 mmol/l was reported out of the lab. This sample was preceded by a sample with an elevated triglycerides value of 598 mg/dl. The customer immediately realized that a critical value was reported from the lab and retested the sample, and generated a corrected result of 5.0 mmol/l. Controls have been with specifications. The abbott customer technical advocate suggested that the customer make up fresh 10% detergent b solution, review the previous and current calibration curves, recalibrate the integrated chip technology (ict) module and run controls then repeat both the high triglyceride sample and questionable k+ samples. The customer found the curve "off" and controls low, but no examples were provided. The repeat values for the patient samples were not provided but the customer commented that the values were "good." There is no impact to patient management reported.

Manufacturer narrative:
The issue appears to be related to the performance of the ict module, which per the customer, required repeat calibration to return the module and instrument to within specifications. The customer required no further assistance. The customer's issue is addressed in the abbott architect system operations manual; (pn 201837-104) june, 2007 states the following under section 7- operational precautions and limitations and troubleshooting and diagnostics. This is a final report.